Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. No additional corrective actions were taken or mentioned, and there was no further information available regarding the outcome of the event.